Manufacturer narrative:
On 10aug2015 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information was available. Confirmation was also requested from the customer that there was no patient impact associated with the reported issue. Customer advocacy contact information was provided. Pictures of the sample were sent to the supplier and an evaluation determined improper use by the customer was the cause of the instrument tip breaking off.

Event description:
Distributor, (B)(4), called to verbally state that the end user was using the item during a procedure and it broke off. The broken part was retrieved. It was verified with end user that there was no patient harm. On 27aug2015 additional information was provided. This incident occurred while closing a surgical site. A piece of the instrument fell into the surgical site and was retrieved by the surgeon with another instrument. An x-ray was performed on the patient to confirm the location of the broken off piece of the instrument. The procedure was completed as planned with the expected outcome without complications.